Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 3 months after the dental implant was installed it was verified its non-osseointegration. A 35 ncm of primary stability was achieved and immediate load was not performed. The patient presented insuficient bone quality/quantity but bone graft was not executed.